Manufacturer narrative:
The physician indicated the orthadapt bioimplant was fixated using absorbable sutures; the orthadapt instructions for use indicate to securely fixate the bioimplant using non-absorbable sutures. The case assessment based on the provided info indicated the event was likely caused by a combination of bioimplant fixation methods and pt trauma. Neither the product or the product lot number were provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.

Event description:
Approx eight months post peroneal tendon repair with orthadapt augmentation, the pt traumatically re-ruptured the repair. The bioimplant was explanted approx 12 months post-repair.